Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non functional ecgs) has been confirmed. Upon investigation the electrode belt failed ECG falloff test and a therapy electrode recognition test. The root cause for the failure was the cable connecting ECG "d" and ECG "d" was pulled from the strain relief, damaging the j704 in the distribution node (dn) pca. Additionally, there was an open pulse wire in the trunk cable. The root cause for the strained cable and open wire was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.